Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate atp and hv therapy due to emi. Patient was asymptomatic. Patient had received the inappropriate shocks during massage therapy when a vibrating tool was used. Noise had resulted in pacing inhibition which lead to long pauses in the patient's rhythm. No programming changes were made. No adverse events for the patient were observed following the event.